Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty when the surgeon was impacting the tibial trial, the trial cracked in half. Fractured pieces of the trial fell into the surgical site, but all pieces were retrieved. No additional patient consequences were identified.

Manufacturer narrative:
The product was evaluated and the complaint confirmed through photographic inspection. The photograph provided identified that the provisional exhibited gouges and was fractured. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.